Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed beats during a ventricular tachycardia (vt). Additional information was obtained that this ICD was explanted and returned for analysis. No additional information could be obtained regarding why this ICD was explanted. It was likely prophylactically explanted due to the recall on this model. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and plans to file a lawsuit. There were no specific allegations against the functionality of the device.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed beats during a ventricular tachycardia (vt). Additional information was obtained that this ICD was explanted and returned for analysis.

Manufacturer narrative:
Technical services advised that rate smoothing was likely forcing pacing pulses and resulting in the undersensed beats. Programming rate smoothing off was discussed. The local sales representative was contacted for resolution to this issue but was unable to provide additional detail. Additional information was received that this ICD was explanted and returned for analysis. This conclusion will be updated upon completion of laboratory analysis. (B)(6) 2005 upon receipt at guidant's reliability assurance laboratory, the device was thoroughly inspected and analyzed. Initial inspection showed no evidence of arcing damage in the header of the device. The device was then subjected to a series of automatic diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device. The device performed normally throughout all tests. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.